Event description:
The patient had low heart rate (bradycardia).

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces for analysis with connector portion measuring 9.5cm and distal portion measuring 56.0cm. Visual inspection revealed an external insulation abrasion breaching the ring electrode cable lumen proximal to the suture sleeve tie impression noted at 49.5 ¿ 50.3 cm from the distal tip consistent with friction to device can. The etfe coating of one ring electrode cable was found to be abraded in this location. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation, noise resulting in inhibition of pacing was observed on the right ventricular lead. Noise was reproducible during in clinic testing and the patient was dependent. The right ventricular lead was explanted and replaced. The patient was stable post procedure.